Event description:
During a mensical repair, the suture came loose and pulled out after t2 was implanted. Both ts remain in the pt. A back-up device was available.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)